Manufacturer narrative:
Concomitant products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID:8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving baclofen (40 mcg/ml 15 mcg/day), clonidine (100 mcg/ml at 37.5 mcg/day), dilaudid (40 mg/ml at 15 mg/day) and bupivacaine (.4 mg/ml at .15 mg/day) via an implantable infusion pump. It was reported that surgery was performed due to the pump eroding through the patient's skin. The pump and a portion of the catheter were replaced today; the pump was moved from the left to the right abdomen. It was noted that the patient had diabetes and doesn't heal well.